Manufacturer narrative:
The complaint (msp failure day 21) was confirmed by review of in-vivo data, but the problem could not be duplicated during in-house investigation. The root cause is lack of chemical performance resulting from lack of glucose response from the hydrogel potentially due to insufficient hydration. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. D10 device returned to manufacturer date updated to july 09th 2020. H6 method code updated to 10. H6 results code updated to 3231. H6 conclusion code updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2020, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.